Event description:
The patient had two leads with the same lot number. It was reported the patient experienced a cerebrospinal fluid (csf) leakage due to a dural puncture during a trial implant procedure. The physician noted csf was leaking when he inserted the needle to place the second lead. The physician stopped the procedure and did not place the second lead. He decided to leave the first lead in and do the trial with only that one.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.